Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut through the insulation and the outer coil was deformed approximately 29-30 centimeters (cm) from the terminal pin. The damage was likely caused by the explant procedure. No anomalies were noted during visual inspection of the electrode end. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this passive fixation lead exhibited loss of capture one day post implant. An x-ray was performed and the position appeared to be okay. Boston scientific technical services (ts) discussed possible positional micro-dislodgement. An invasive procedure was performed. An active fixation lead was successfully implanted. No additional adverse patient effects were reported.